Event description:
On (B)(6) 2011, pt underwent right shoulder reverse head prosthesis with total joint replacement. Hemovac drain placed during procedure. On (B)(6) 2011, healthcare provider met resistance attempting to remove the drain. The physician attempted to remove the drain resulting in breakage. Pt was taken to the operating room for arthroscopic removal of retained drain. It was determined that the drain hooked itself above the reverse head prosthesis and dragged into the joint becoming wedged.